Event description:
It was reported that there was an intermittent generator error and the system shuts down. There is no report of injury or death associated with the event in this event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator needs to be replaced. The reported issue is currently under investigation.